Event description:
Information received from the field notes that the device would not interrogate or respond to magnet. The pulse generator wa s pacing at 130 ppm. The patient suffered a stroke and while enroute to the hospital the emt recorrded the patient's initial pulse at 72 bpm. The patient expired due to complications related to the stroke.~